Event description:
(B) (4) crm received info that one day post implant of this pacing system, this pt experienced a heart attack. Cannulation of this aorta may have dislodged both leads as the pt became asystolic. Emergency epicardial leads were placed and hooked up to an external pacemaker . The heart attack was no related to the implant of the device, which was one day prior. The issue will be re-evaluated if add'l info is received. It is unclear what, if any, corrective action was taken to address the lead dislodgement.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.